Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead and the implantable cardioverter defibrillator (ICD) were explanted and replaced due to oversensing of noise, which resulted in multiple rounds of inappropriate anti-tachycardia pacing (atp). No additional adverse patient effects were reported. It is not expected to receive this product for analysis.